Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a cardia constriction procedure performed in the cardiac orifice on (B)(6) 2024. During the procedure, the first band of the ligator was successfully deployed; however, the other six bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was the cardiac orifice; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a cardia constriction procedure performed in the cardiac orifice on (B)(6) 2024. During the procedure, the first band of the ligator was successfully deployed; however, the other six bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was the cardiac orifice; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Additional information received on april 02, 2025, indicates that it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, it was observed that the ligator housing and the suture did not return. Only the handle was returned, and it does not show evidence that the trip wire was secured, and it was not pulled up to take up the remaining slack. It was determined that the instructions for use (IFU) of the device were not followed since the trip wire was not secured into the handle slot, it was not pulled up to take the remaining slack, and additionally, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the cardiac orifice and the iuf states, "the device is not intended for ligation of esophageal varices below the gastroesophageal junction." The reported event of bands unable to deploy cannot be confirmed since the ligator head and the suture was not returned and only the handle assembly was returned for analysis. Upon analysis of the returned component, the handle had marks of trip wire indicating that it was secured. Since the ligator head was not returned for analysis, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat gastroesophageal reflux during a cardiac constriction procedure performed in the cardiac orifice on (B)(6) 2024. During the procedure, the first band of the ligator was successfully deployed; however, the other six bands could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the complainant reported that the anatomy location was the cardiac orifice; however, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use. Additional information received on april 02, 2025 indicates that it was noted that no difficulty was experienced upon setting up the device.